Manufacturer narrative:
This ra lead was capped and abandoned, so will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information, that during the explant procedure, the physician had difficulty unscrewing the set screws on the associated cardiac resynchronization therapy defibrillator (crt-d). The physician overlooked one atrial set screw, and ended up pulling this right atrial (ra) lead apart. The connector was stuck in this explanted crt-d header. A new ra lead had to be implanted. There were no adverse patient effects reported.